Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during procedure due to inadequate anatomy, specifically a small coronary sinus branch. It was also noted that the physician was "unable to get stable placement." The lead was not used. Two epicardial leads were placed approximately two weeks after initial implant attempt. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)